Event description:
Unomedical reference number (B)(4). Event occurred in the united states. This emdr is for an unknown additional quantity of tubing issues from known market unit. On (B)(6) 2024, it was reported that the patient experienced that infusion sets fell off during use. Infusion set was in use for less than 24 hours. No further information was available.

Manufacturer narrative:
MDR 3003442380-2024-08308 - device 1 of 4.